Manufacturer narrative:
The investigation of vf/vt/af/at and low pump flow has been completed. The pump was not returned for investigation. The data log shows several suction alarms throughout the case run. Pump flow trended low with an associated drop in the placement signal while running on a steady p-level. There was no motor current spike, nor was any positioning issue noted in the data log. Clinical information suggests that the patient was on extracorporeal membrane oxygenation (ECMO) support, and the suction condition resolved with a fluid bolus. Low pump flow: the cause of the low pump flow issue was most likely patient condition related, based on data log review and provided clinical details. Vt/vf: as the necessary information was not provided, the root cause of the vt/vf was not determined.

Event description:
It was reported that several episodes of suction alarms occurred while an impella 5.5 was implanted in a patient. The alarms were resolved with fluid bolus. The patient also did not tolerate weaning of extracorporeal membrane oxygenation and was shocked twice in response to ventricular tachycardia. The patient was also treated with norepinephrine and neo-synephrine. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.